Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Placeholder.

Event description:
This is 1 of 2 reports for the same event, (B)(4).

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the drill bit broke intra operatively. No further information is available.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the complained drill bit has shown that it broke due to temporary overload. The cause can not be identified clearly. We can only assume that the maximum load was exceeded with an unintended bending moment or contact with metal, which caused the break. No deviation with the manufacturing and material document was found. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.